Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following sets of results on the performa system within 10 minutes: hi(>600 mg/dl) and 174 mg/dl and hi(> 600) mg/dl and 131 mg/dl. Test strips have been all used. No serious injury reported. No product will be returned; replacement was sent.